Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient controller was not able to program the ipg to MRI mode. Diagnostic system testing indicated low impedance values on contacts 4 and 5. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post procedure.